Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4). (B)(6) reported distal cuts for tka are out of range; tka. Resolution: during investigation, found that the j2 bumpstop shock absorber on the j1 motor side was not aligned properly allowing approximately 5.6 degrees of extra travel range on j2 (out of spec). Measurement of j2 degree axis with protractor was 37.60 degrees (out of spec). Removed old bumpstop shock absorber and installed a new shock absorber. Set up new shock absorber to spec (32.0 degrees). Verified the non-j1 motorside, checked good at 10.0 degrees (in spec). Patient involvement: yes. Robot telling us to take too much distal femur. Re registered and trouble shooter but still took too much distal femur. Put in one size larger poly but originally the robot was telling us to take more. Update: case was completed manually. Patient was under anesthesia. Delay was 20 mins.

Event description:
(B)(4): mps (B)(6) reported distal cuts for tka are out of range; tka. Resolution: during investigation, found that the j2 bumpstop shock absorber on the j1 motor side was not aligned properly allowing approximately 5.6 degrees of extra travel range on j2 (out of spec). Measurement of j2 degree axis with protractor was 37.60 degrees (out of spec). Removed old bumpstop shock absorber and installed a new shock absorber. Set up new shock absorber to spec (32.0 degrees). Verified the non-j1 motorside, checked good at 10.0 degrees (in spec). Patient involvement: yes. Robot telling us to take too much distal femur. Re registered and trouble shooter but still took too much distal femur. Put in one size larger poly but originally the robot was telling us to take more. Update: case was completed manually. Patient was under anesthesia. Delay was 20 mins.

Manufacturer narrative:
Reported event: during the last tka case, the robotic arm engaged into haptics and when surgeon was cutting the patients bone during the distal cut, the surgeon noted that the distal cut was out of range from the pre-planning about 12mm. Surgeon went manual to complete the case. Device evaluation and results: per (B)(4) - found that the j2 bumpstop shock absorber on the j1 motor side was not aligned properly allowing approximately 5.6 degrees of extra travel range on j2 (out of spec). Measurement of j2 degree axis with protractor was 37.60 degrees (out of spec). Removed old bumpstop shock absorber and installed a new shock absorber. Set up new shock absorber to spec (32.0 degrees). Verified the non-j1 motorside, checked good at 10.0 degrees (in spec). Performed a full sawbone test with mps present with no issues. All system checks and tests passed, system is ready for patient use. Product history review: a review of device history records shows that on 07/21/16 1 device was inspected and 1 device was placed on: qt 16-06-0066, qt 16-04-0092. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 205021 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.